Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a diagnostic endoscopic retrograde cholangiopancreatography, the portion of the cap that secures it to the scope snapped, resulting in the cap detaching and lodging in the patient's vocal cord region. The patient was subsequently intubated, and the detached cap was successfully retrieved using a third-party forceps.